Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery." This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2015-00480 / 00481).

Event description:
It was reported the patient underwent a femur fracture repair procedure on (B)(6) 2015. During the procedure, the vhs plate would not engage over the lag screw. A keyless vhs plate was attempted without success as the lag screw was over torqued. The lag screw was removed and replaced. The keyless vhs plate was utilized to complete the procedure and there was a delay over 60 minutes.